Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. The customer's blood glucose was unknown. The customer stated that the device might have been exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.